Event description:
Reporter indicated the physician's hand held computer was old and would not hold a charge. Troubleshooting did not resolve the issue. Good faith attempts to obtain the product for analysis are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.